Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 6-4mm amplatzer duct occluder ii was chosen for implant with a 6fr non-abbott delivery sheath. During deployment, the operator noticed the device had a cobra deformation and was "not taking the desired shape." A decision was made to retract the device and abort the procedure. The deformed device was never released from the delivery cable, there was no interaction with cardiac structures during deployment, and there was no report of any angulation/kink with the delivery system. There was no report of a replacement device. The patient remained hemodynamically stable throughout the procedure and there was no report of any adverse patient effects.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a 6-4 mm amplatzer duct occluder ii is an 5f. A 6f sheath was used to deliver the device, which could have contributed to the deformation noted, as use of a larger sheath may influence deformations of the device. However, based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.